Manufacturer narrative:
Upon completion of the investigation, it was noted that the position of the cam when valve was received was at setting 1. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was tested for programming. The valve passed the test. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, only leaked from the needle holes in the needle chamber. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records was not possible as the lot number was unknown. No root cause could be determined as the problem reported by the customer was not confirmed. No issue was found with the tool kit. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The rep is trying to deliver replacement unit this week to handle this complaint in the field. Can someone arrange the replacement tool kit (828851) to be shipped for her today or tomorrow at latest? The clinician is doing a vp shunt revision today, and will likely be replacing a certas plus valve. We plan to send the explanted valve back to the company, as it doesn't seem to be programming properly. Thanks for getting back to us. The issue has been on a certas plus valve that was inserted about 2 months ago. It was initially set at 2, but I have wanted to dial it down to 1. I have done so in the office on 2 previous occasions, getting confirmation with the programmer that the valve would be at 1. However, on seeing her in follow up a week or two later, I would re-interrogate the valve, and the valve would have reset back to 2. I even got an x-ray after the most recent attempt, and the image seemed to show the valve somewhere between 1 & 2. I did need to take her back to the operating room today for a distal obstruction, and before her procedure, I again programmed it down to 1, got confirmation, but then rechecked it a few minutes later, and it was at 2 again. We explanted the valve so you could evaluate it, as we were there already. Have you heard of any similar problems elsewhere? Do you think the distal obstruction could have had anything to do with it? They use the 828804pl. I do not have the lot #. Surgery was (B)(6) 2015. They will be sending the valve back for evaluation. I will also be sending the tool kit as well as per the rep's request. Please send me a new tool kit to deliver to them.